Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the disinfection process with an ak 96 machine, an external fluid (water) leak was observed from an unspecified "three-way pipe joint". There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, the device was evaluated on site by a non-baxter technician (engineer). The hospital engineer found an unspecified three-way joint aged and ruptured. The technician provided no further information. The reported condition was verified. The cause of the reported condition could not be determined. To correct the condition, the component was replaced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.